Event description:
Boston scientific neurovascular became aware that during an event when a sasuga 4 mm balloon was advanced along the subject device, both got stuck and could not cross the lesion. The physician noticed that the coating on the subject device peeled off. Replaced the unit and operation when successful.

Manufacturer narrative:
The subject device is not available for a technical analysis. A review of the device history record accopanies this report. The subject device was disposed of at the user facility, therefore no analysosis is possible. A review of the device history record was performed and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review confirmed that this device met all material, assembly and performance specifications. No other complaints have been reported on this batch of finished goods. The root cause of the reported event could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications.